Manufacturer narrative:
Eval summary: the complaint device associated with this report has not been received for eval. The lot number was not provided, therefore, retention sample testing and batch record review have not been conducted. Additional info was requested from consumer: 6/19/2007, 07/03/2007, 07/18/2007, and 07/26/2007. Add'l info was provided from customer: 7/19/2007 and 7/24/2007. Add'l info was requested from optometrist: 7/31/2007. Optometrist provided info 8/01/2007 (2).

Event description:
In 2007, a consumer reported that she had experienced unclear vision, ocular redness, irritation, and sensitivity to light after using this product. She stated symptoms resolved following treatment with antibiotic eye drops and discontinuing use of product. The following month, add'l info was provided by the consumer that stated she had experienced loss of vision, light sensitivity, ocular burning, redness, and irritation in both eyes after using this product and a physician treated her with antibiotic eye drops for approx one and a half months in 2007 for "infection". She was also treated with an ocular lubricant for dry eyes. She discontinued lens wear and product use intermittently during the time. When symptoms resolved she restarted product and symptoms reocurred. Her symptoms resolved when she discontinued product use. She wears proclear lenses for daily wear, on a two-week disposable cycle. On 8/01/2007, add'l info was provided by the consumer's optometrist. She reported she had diagnosed "infectious keratitis with corneal edema" upon examination of the consumer 2/13/2007 and treated her with antibiotics and a steroid. The consumer visited the optometrist for a second occurrence one month after the first visit. The optometrist stated the consumer had borrowed someone's used lenses prior to each occurrence. The optometrist reported the kerititis fully resolved about five weeks after the initial visit. Bcva at the final visit was 20/20 (with contact lenses). Consumer also has very dry eyes which the optometrist indicated is a likely contributor to the consumer's problems. The optometrist indicated the consumer had used product for about two years and was using it at the time her symptoms initiated. However, during those two years the consumer had reported using b&l renu and wal-mart brand. The optometrist stated the consumer was very non-compliant.